Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. An unspecified primary tubing set was being used to deliver saline. After an unspecified length of time in use, the option-lok male adapter of the plumset was connected to the clave port of the primary tubing set to deliver an unspecified chemotherapeutic agent. After the chemotherapeutic agent was delivered, the nurse removed the option-lok male adapter from the clave port. It was reported at that time, ¿the end of the tubing broke.¿ it was reported an unspecified volume of the chemotherapeutic agent spilled onto the floor and an unspecified volume of blood backed up in the tubing. The solution that spilled was cleaned up according to the user facility¿s protocol. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. (B)(4).